Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they never received a programmer and the situation was ¿too much of a hassle, sloppy and stupid. ¿ the patient stated that they were suffering. The patient also noted that they had two implants and the doctor lost one inside of them. The patient had a reaction during one of their procedures. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the suffering, reaction and device being lost inside them was not determined. Patient reported there was never any concern about "finding the lost device inside me." Patient reported no actions were ever taken and that they did not fall. Patient reported "this whole procedure was forgotten" by their physician. No further complications reported/anticipated.